Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported observing a spark while attempting to troubleshoot a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse found that the monitor was defective, and the power cord was stripped. The cse replaced the monitor and power cord and ran a system check with results within acceptable parameters. Siemens further evaluated the event and concluded that the power cord issue and the monitor's defect potentially contributed to this event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reportedly observed a spark while attempting to troubleshoot a dimension vista 500 instrument. The instrument monitor was unresponsive due to a damaged power cable and the customer tried to troubleshoot the damaged cable and observed a spark. There are no known reports of visible flames, smoke, injury, nor adverse health consequences due to the event.